Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation. The right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited undersensing. The rv lead was explanted and replaced. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.